Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: camera seal #2 was already broken when removed from the package. No patient contact. No additional information available at this time.